Event description:
As reported by the edwards lifesciences affiliate in germany, post-operative day (pod) 237 a single leaflet device attachment (sdla) occurred and reintervention was performed. Edwards received notification of a pascal precision ace procedure in mitral position where the initial mitral regurgitation (mr) grade was 3, and it was 0 immediately after procedure. The patient had mixed etiology and there was poor imaging during the procedure. On pod 237 a single leaflet device attachment (sdla) occurred and reintervention was performed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist present at the case. Available information suggests that the patient's mixed etiology and procedural factors, including poor quality imaging, likely contributed to the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events is most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.